Event description:
Revision.

Manufacturer narrative:
Complaint was associated with a procedure in which an implant system that is manufactured by a medical device company, stelkast, and distributed by (B)(4), is implanted utilizing the tgs. No evaluation was executed on the tgs involved; indications are the system performed safely and effectively. The explanted components were not returned and are not currently available. If they are delivered to mako, they will be passed on to the manufacturer for evaluation. In this instance, both knees received makoplasty, and both were revised at the same time. The left knee exhibited the failure mode, while the right knee was in perfect condition. The good knee was revised as a proactive measure, as determined by the surgeon. Mako surgical is filing this MDR to ensure visibility to a revision that occurred as a result of a procedure that utilized a tgs.